Manufacturer narrative:
Correction provided in h6. Additional information provided in d9 and h3. The complaint product sample was received on 03/02/2023 from the customer with original package. As the complaint product sample was being disinfected and prepared for analysis, it was found a leak in the cassette received, the leak was found on the cassette film. The complaint product sample was visually inspected, during the visual inspection with the microscope a tear was found in the cassette film, no damages were found in the cassette hard plastic, this kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up, stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump, finishing problem due to a sharp point created or cassette damaged mechanically, shipping or transportation damages the product. A device history review (DHR) was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was confirmed based on the sample evaluation; however, a cause could not be established. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. There were no alarms prior to the fluid leak. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. It was advised to use the cycler the next day. Upon follow up, the pdrn stated that a large amount of fluid gushed out when the cycler door was opened after treatment was completed. The patient was in treatment at the clinic because they were still in training. The patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, however, despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. There were no alarms prior to the fluid leak. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. It was advised to use the cycler the next day. Upon follow up, the pdrn stated that a large amount of fluid gushed out when the cycler door was opened after treatment was completed. The patient was in treatment at the clinic because they were still in training. The patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, however, despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.